Event description:
It was reported that this patient with implantable lead had an arterial perforation. An arterial perforation was noticed in the patient. The caller reported that when the physician was exchanging the short sheath for a long one, in order to go transseptal, it was noticed that blood was leaking back from the sheath. The physician then checked and confirmed on ice that there was a perforation to the artery, near where the physician attempted to get transseptal access. The caller noted that the catheter was not inside the patient, at the time of the injury. The most suspected devices are the sheaths used for vascular access. The harm is associated with a sheath due to risk of the sheath having direct contact with the arterial vasculature tissue. Additionally, the event occurred while the sheaths were being exchanged, blood was leaking back from the sheath, and the perforation was near where the physician attempted to get transseptal access. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).